Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) intermittently was confirmed during the functional testing and the archive data review. The root cause of the reported ua07 was a failed load cell, likely attributed to failed component(s) or mishandling, such as a drop. Upon visual inspection, no physical damage was observed. The archive data indicated multiple ua07 errors, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering on, confirming the reported complaint. The load cell characterization check revealed a failed load cell, which will be replaced to address the reported ua07. Upon removing both the front and bottom covers, observed a lot of fluid ingresses corroded/damaged the channel die cast and top cover metalized coating. The top cover will be replaced to address the observed damage. Corrosion on the drive train brake housing, screws holding the motor controller board will be cleaned using ipa or sani cloth. Also, the belt clip detection switch will be replaced to address the corrosive damage. The observed corrosive damage is unrelated to the reported complaint. In addition, bio-cleaning will be performed to address the observed fluid ingress. Upon service completion, the autopulse platform will be subjected to final functional testing to ensure the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
**UDI related data quality updates only**.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(6)) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) intermittently during the training. The customer checked the position of the manikin to resolve the issue; however, the ua persisted. No patient involvement.